Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that the pacemaker exhibited over-sensed noise. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. The device was returned for analysis. Electrical, mechanical, sensitivity, impedance, battery and longevity analysis was normal with no anomalies found.